Event description:
A report was received that the pt was having charging and communication issues because the ipg was not laying flat in the pocket. The pt's pocket site was relocated from the buttocks to the stomach area.